Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had history of a left subdural hematoma (sdh) (B)(6) 2024. Patient was taken off all anticoagulation (B)(6) 2024. Sdh was identified by computed tomography (CT) scan. It was unknown if the speech deficit symptom was sdh related. There was no treatment.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.